Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a nav-ring that responded intermittently. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer reported that the nav ring responded intermittently. Therefore, the front bezel equipped with the navigation ring was replaced and the phenomenon was resolved.